Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that gas leakage sound occurred from the device due to failure of the primary decompressing device and the k-connector. Therefore, the device did not meet the performance specifications and function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during routine inspection by the customer, the insufflator produced sound of gas leakage. There were no reports or patient harm or impact associated with this event.